Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints. Based on the information provided, a conclusive cause for the reported stent fracture/separation could not be determined. Fatigue from artery dynamics and motion may have contributed to the stent fracture; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with severe stenosis in the right internal carotid artery. A 8x40mm xact self-expanding stent was implanted on (B)(6) 2019. On (B)(6)2021, the patient was admitted into the hospital, and it was discovered that the implanted stent had separated. The patient was asymptomatic, and there was no treatment performed. The reason the patient was readmitted into the hospital was not related to an issue with the abbott stent. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.